Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 27jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported "keypad". No further information provided. No patient involvement.

Event description:
The customer reported, "keypad". No further information provided. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, unresponsive buttons on keypad, replaced keypad. A review of the device history record showed, the device had a manufacture date of 06/27/2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed, for the sn (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. 1120033 for keypad.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "keypad". No further information provided. No patient involvement.